Event description:
Ongoing air-in-line despite changing IV pump, tubing and bag. Continues with air-in-line alarms, no appreciable air in sensor, champaign air bubbles visible between pump and patient. Tubing in use primary without a y-site. Changing existing tubing to new pump. B. Braun citrate infusion with continuous air-in-line alarms, no appreciable air in sensor, champaign air bubbles visible between pump and patient. Manufacturer response for b. Braun infusomat, (brand not provided) (per site reporter). Awaiting response.